Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no abnormalities were found and that it successfully started in the lab. The cause of the pump unable to start was not determined as it could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 2.5 device for mechanical circulatory support. Upon implantation, the pump did not start and another impella 2.5 was used. There was no adverse event or harm to the patient.